Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 failed to remain closed. A field service engineer replaced the full-height drawer 7 latch to resolve the issue. Also, the fse found that drawer 2.2 was not detected on the bus. The drawer controller card and the drawer module controller were both replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The drawer displayed a "failed to stay closed" message. Although the drawer was physically closed, it did not open. The customer shut down and rebooted the pyxis station; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.